Manufacturer narrative:
Patient specifics with regards to age, gender and weight were not provided by the doctor. To date, the patient is doing fine; the crown was re-cemented using a different product, without further incident. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that fourteen (14) patients experienced the debonding of restorations after placement with optibond xtr adhesive and nx3. This is the tenth of fourteen (14) reports.